Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump has a crack on the bottom. The blood glucose reading is 276 mg/dl. Nothing further reported.

Manufacturer narrative:
Insulin pump had a broken off end cap, scratched reservoir tube window and cracked reservoir tube lip. Unable to perform the displacement test due to broken off end cap.